Event description:
Pt reported obtaining a blood glucose result of 79 mg/dl, while using the suspect device. Pt reportedly retested blood glucose, 5 minutes later, and obtained a result of 44 mg/dl. Pt self-treated by drinking orange juice and eating honey. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.